Manufacturer narrative:
(B)(4). The customer (biomedical engineer) advised physio-control that after replacement of the therapy cable assembly, proper device operation was observed through functional and performance testing.  The device was then returned to the end user for use. The device was not returned to physio-control for evaluation. (B)(4).

Event description:
The customer reported that their device was not recognizing the connection of the defibrillation therapy cable.  Without the recognition of this cable, the device would be unable to provide defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
The customer returned their therapy cable assembly to physio-control for evaluation.  After an evaluation, it was observed that all six low voltage pins were electrically shorted together.  This caused the device to not recognize a connection through the therapy cable assembly.